Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse confirmed poor correlation between primary and secondary mode. The fse identified the cause of this issue as a defective blood sampling valve (bsv) and proceeded to replace the bsv. The bsv actuator was replaced to allow rotation of the left and center of the bsv to direct, blood sample, diluent, and rinse liquids to the appropriate ports in the valve. The fse also replaced the bsv actuator and the secondary aspirate pump to correct the discrepancy between the primary and secondary modes. (B)(4).

Event description:
The customer reported that the secondary mode recovery of the coulter hmx hematology analyzer with autoloader did not correlate with the primary mode results. The customer indicated that the secondary mode recovered 9.5 for hemoglobin (hgb), and 56 for hematocrit. No patient was involved in this event as the discrepancy for hgb and hct occurred while running quality control (qc) samples. There was no change or affect to patient treatment in connection with this event.